Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding an unspecified higher glucose scan value while wearing the adc device compared to the adc meter. On (B)(6) 2022, the customer experienced symptoms of pressure feeling in the chest, heat and cold, perspiration, and lost consciousness and was provided a glucose infusion by emergency services for an hcp glucose meter test of 1.5-2 mmol/l. No further information was provided. There was no report of death or permanent injury associated with this event.